Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (model 0074) was removed from service due to a fracture of the pace/sense portion of the lead. Another endotak transvenous defibrillation lead (model 0125) was an attempted implant. While attempting to implant this lead the physician accidentally perforated the patient's heart. A chest tube was placed and two tears in the patient's heart were repaired. A complete recovery was expected, however, that night the patient died.